Event description:
It was reported that a pt had what appeared to be an allergic reaction to the indifferent electrode. The customer wanted to have their stockert unit inspected.

Manufacturer narrative:
The biosense webster field service engineer (fse) contacted the hospital's bio med specialist who was unaware of any pt incident with the stockert generator. The fse informed the bio med that the stockert generator should be sent in for service. Subsequently, the biosense webster professional education specialist (prof ed) informed the fse that the hosp had decided to put the stockert back in use. The hosp determined that the valley lab single electrode was the cause of the reported issue. The hosp also called valley lab to get advice regarding the single electrode. Per customer, valley lab instructed them to use the valley lab split electrode instead of the single electrode. Customer proceeded to use the split electrode. Customer has sent the stockert generator to biosense webster's service dept for preventive maintenance.